Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a procedure on (B)(6) 2011. The patient was a (B)(6) male (date of birth, weight and identifier unknown). According to the complainant, a piece of the basket broke off inside the patient and was then successfully retrieved. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Updated to adverse event and serious injury as further medical intervention was required during the procedure. Additional information received on 24jan2012 indicated that there was no laser used during the procedure, and there was no other damage noted to the device. There was no stone in the basket when the malfunction occurred and the procedure was completed with another of the same device. Analysis of the gemini retrieval basket revealed residue present on the returned device. Visual analysis noted a detached fragment of the distal end of the outer sheath measuring 9mm long and torn its entire length. The basket was open when received and it extended approximately 4cm from the distal end of the torn sheath. The basket and all basket wires were present and attached. The basket wires were bent and there was a torque mark present on the handle cap to indicate the application of the torquing process. A functional evaluation was performed and when the handle was actuated, the basket would open and close smoothly. The basket extended approximately 1.1cm when the handle was in the closed position and the distance between the distal end of the torn sheath and the proximal end of the basket tip measured approximately 8mm, which exceeds specification. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a procedure on (B)(6) 2011. The patient was a 60 year old male (date of birth, weight and identifier unknown).according to the complainant, a piece of the basket broke off inside the patient and was then successfully retrieved. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.